Event description:
IV nurse was notified to see pt that was reported to have a blood clot underneath PICC dressing. After removing dressing it was noted that the flexible polyurethane part of the catheter was completely severed from the hub of the PICC. There was a large blood clot present underneath the dressing. The hub area where the separation occurred was in a spot where it was anchored straight on the arm with steri-stips. There was no active bleeding from the end of the remaining catheter. The remainder of the PICC (21 inches total length) was removed from the pt's right basilic vein, pressure was applied to the insertion site. There was no redness, swelling, or bleeding present at the insertion site.